Event description:
It is reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (40307r3064) was inserted and successfully deployed. Mr remained at a grade of 4 so an additional xtw clip (40307r3065) was inserted. However, before advancing into the left ventricle (lv), it was observed the implanted xtw clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second xtw was then advanced into the lv and was deployed on the mitral valve. After deployment, it was observed the clip opened to roughly 20 degrees. The clip was noted to be stable on the leaflets. Mr remained at a grade of 4. To reduce mr and stabilize the slda, an ntw clip (30823r1034) was inserted. However, while attempting to advance the clip under the valve, the clip became caught on something that was unable to be identified. It was noted imaging was challenging while using this clip. Troubleshooting was performed and the clip was able be freed. Although freed, the physician suspected a leaflet injury had occurred. The physician then decided to remove the ntw clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a cause for the reported unintended movement associated with clip open-locked could not be determined. The reported unchanged mr appears to be related to the reported slda and clip open locked. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.